Manufacturer narrative:
The consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon came apart upon removal.